Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Company representative reported unknown side, "pocket was tight" and "leak." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d1., d.2., d.4., g.2., g.4., h.6.

Event description:
Healthcare professional reported right side side, "pocket was tight" and "leak." Device has been explanted.